Event description:
A nurse was preparing to administer lorazepam IV via piggyback. When the medication was hung, it was immediately pulled back into the primary bag. The primary tubing has a back check valve that should prevent this from occurring.